Event description:
Caller reports that during a correlation study the following coaguchek xs plus/laboratory results were obtained: 4.0 inr/2.8 inr, 2.4 inr/1.9 inr, 4.3 inr/3.0 inr, 2.2 inr/1.7 inr, 3.7 inr/2.8 inr, 3.9 inr/2.9 inr, 5.2 inr/3.9 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.